Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima¿ nasobiliary catheter was used in the common bile duct during an endoscopic nasobiliary drainage (enbd) placement performed on (B)(6) 2017. According to the complainant, during preparation, while removing the working length of catheter from the holder, the catheter got separated from the joint of the rigid part. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation result: a visual evaluation of the returned device found the catheter was found separated/torn at bonded area. Kinks were noted on multiple location of the catheter. Based on the available information, it is most likely that handling and device manipulation during preparation may have contributed to the separation and kinking of the catheter. Therefore the most probable root cause of this complaint is handling damage. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima¿ nasobiliary catheter was used in the common bile duct during an endoscopic nasobiliary drainage (enbd) placement performed on (B)(6) 2017. According to the complainant, during preparation, while removing the working length of catheter from the holder, the catheter got separated from the joint of the rigid part. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.